Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the thresholds on the right ventricular (rv) lead had risen to a high range resulting in non-capture and that pacing impedance had fallen to a low range. The lead was capped and replaced. No patient complications have been reported as a result of this event.